Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient called wanting assistance to adjust stimulation. The patient confirmed with the patient and the hcp stated they were okay with the patient adjusting stimulation. With education the patient was able to connect the programmer with the ins. It showed that therapy was off, and the ins battery was ok. Patient services had the patient turn the therapy back on and reviewed with them that this could be why they weren¿t getting therapy relief since the ins was off, but the patient still wanted to adjust stimulation. The patient tried to adjust stimulation for group b but it showed the upper limit reached. Patient services redirected the patient back to the hcp to have it reprogrammed if the patient needed to go higher. The patient then wanted to also change to group c and increase stimulation on group c. With education patient services were able to help the patient switch to group c and increase stimulation on the left and right side. Troubleshooting resolved the issue. There were no further complications reported.